Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and was having difficulty getting used to the insulin pump at first. The customer stated that she learned how to use the insulin pump well at the present time. The customer further mentioned of a previous instance in which her blood glucose was 600 mg/dl. The customer stated that her blood glucose had been up and down for a while. Nothing further reported.